Manufacturer narrative:
Other, other text: the device was returned for evaluation. The following visual observations were made: a worn front cover, foreign material in the water tank, and a molded water tank cap, and the membrane switch was disconnected the pcb (printed circuit board). The device was calibrated, and alarms worked (except for the over temperature alarm test). The root cause is undetermined. The switch was reconnected. Additional repairs were performed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. E4 is unknown.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has suspect faulty micro switch. Issue discovered during testing. No patient involvement